Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, a dissection of the coronary sinus was observed following use of the delivery catheter. The procedure was stopped and the device was reprogrammed to rv stimulation only. The patient was stable following the procedure and will continue to be monitored.